Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on a connector of an amia disposable set with cassette disconnected. The disconnected pull ring cap was discovered inside the packaging of the set during setup/preparation for peritoneal dialysis (pd) therapy. It was unspecified if the patient used the set for therapy after discovering this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The sample was returned with the green cap attached to the patient connector. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.